Event description:
It was reported by the patient that since her monarc sling implantation surgery she has been evaluated by "several doctors about some problems" and she stated "no one wants to help me." She is having pain and her husband tells her that he "can feel something there in my vaginal wall." She stated sex is very uncomfortable, and her and her husband have not been able to have intercourse for over a year. She stated she is "totally continent, but has other issues she wants checked out." She is "afraid" of having surgery again but thinks that "something is not right." No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted in 2005 or 2006.